Event description:
It was reported that a patient suffered a dissection during carotid artery stenting. The patient underwent a reoperation later on the same day with use of the carotid guardwire system. There were no abnormalities noted during device inspection and prep. No resistance was noted when the protective sheath was removed. A femoral approach was used. In the reoperation, the carotid guardwire catheter was advanced through an existing non-mdt stent. There was resistance when advancing through the lesion site however it is unknown if the resistance was attributed to the lesion or the strut of the placed stent. The guardwire balloon was inflated at the distal site. After two stents were implanted in the dissection site, the export catheter was inserted for thrombus aspiration in the later phase of the procedure, and it was delivered toward the balloon of the carotid guardwire until resistance was noted. When the physician pushed it by force, the resistance suddenly disappeared and it advanced smoothly. The export catheter reached the site, and aspiration was attempted but failed. When the physician tried to retract the export catheter to check, the export was completely stuck and immobilized, and it did not work despite various attempts. Therefore, the export catheter was retracted together with the carotid guardwire catheter until resistance was noted again at the sheath. When the physician kept pulling it, the distal portion of the export catheter was torn apart. As the carotid guardwire catheter was not pulled when it occurred, the torn section was left on the carotid guardwire, and thus the whole system was removed successfully by pulling the sheath. The patient¿s condition was checked, and no injury was observed. Guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in (B)(4) but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in u.s with coronary indication.

Manufacturer narrative:
Evaluation summary: returned were the 7f export 1.5 aspiration catheter and the guardwire from the kit. As received the export catheter is in two pieces. The distal segment approx 22cm in length is badly damaged and detached from the proximal shaft. The distal tip at the wire lumen is stretch upward indicating pull force of the guide wire. The wire lumen is torn in a distal direction. The segment is bent, kinked flattened twisted. The end of break site is stretched and twisted indicating separation was due to pull force. The carotid guard wire was returned damaged at the distal end, stretched at the proximal side of the balloon and the balloon is bunched up. There are no fragments, material or components missing.